Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached at 24,722 joules. Per the customer, irrigation was used to retrieve the fiber cap. Add'l info reported by the customer, there were no observations leading up the event. There were no error codes that were displayed on the console when the event occurred. The event did not cause any issues with the pt.